Event description:
Reporter indicated that she would perform an interrogation with her vns programming system, and it would take anywhere from 10 min to more than 20 min. To analyze the data. She stated that the programming system would perform other functions at a normal speed after the first interrogation was performed. Further investigation also revealed that the site's handheld software was giving an "sql" error message during the programming session. A replacement handheld and software were sent to the site. Attempts have been made to obtain the handheld and software, but the products have not been returned to manufacturer.